Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. The patient's blood glucose results were 96mg/dl (meter), 140mg/dl (lab). Tests were done 21-30 minutes apart with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.